Manufacturer narrative:
Additional information provided in h.6 and h.10 photograph(s) were submitted with this reported event. The first (1) photo shows port number one (1) lit up green and port number two (2) lit up white. A monitor can be seen to the left of a set of hands with a measurement of 0.308 w. The male hands are seen cupping what looks like a laser probe on a black base. The second (2) photo is a male right hand holding a probe with a red emitted light on the tray table. The previous black base is to the right of the man¿s hand (not being used). There is no foot toggling the foot pedal in the picture. The third (3) photo shows the probe covered in clear plastic, with a light beam of red near where the plastic is touching the table. The fourth (4) picture if the label on the pak, which lists the lot #, the catalog #and the label 25, gauge flexible laser probe on the side of the pak. The fifth (5) picture is of laser settings on the console screen. Power is 250, duration, is 200, interval is 200, aiming beam is 5, and the laser indirect ophthalmoscope and the (lio) illumination is at 2. The sixth (6) picture is of the probe again emitting red light onto the tray table. There is no foot stepping on the pedal. The foot is shown away from the pedal. No 25-gauge laser probe sample was returned for evaluation. It was noted by the customer that the product has already been disposed. The 25-gauge laser probe lot number (l/n) was provided; however, it was determined to be incorrect as there is no manufacturing records for that lot. The customer was contacted for additional information, but they were unable to verify or provide any further information as the product has been discarded. It could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The company service representative examined the system and used a new laser probe for investigation purpose. The company service representative determined that the laser probe worked well. However, with no additional, related information provided, the customer reported event could not be confirmed. It should be noted that a laser output test is performed during manufacturing verify that the laser beam outputs properly and within power specification. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a vitrectomy procedure, in the right eye, some of the laser burns were too intense despite the setting used, and the aiming beam disappeared. A back up laser probe was requested, however, it was observed that the choroid was bleeding and spread into the cavity of the eye, which resulted in choroidal effusion. The procedure could not be completed. A secondary procedure was completed on a different day. This is one of two reports for this patient/facility.